Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the dentist noted moderate crowding creating difficulty in keeping lower anteriors clean. The dentist recommends dentist-supervised aligners and ceasing use of byte aligners. Patient initials: (B)(6). Gender: female.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.